Event description:
It was reported that the patient's carelink transmission shows t-wave oversensing post ventricular pace on the right ventricular (rv) lead. There has not been any inappropriate detections. The nurse elected to do no implantable cardioverter defibrillator (ICD) programming, will monitor patient and discuss with physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2012; 4296 implantable pacing lead, (B)(6) 2012. (B)(4).